Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. It was reported that during an ultra sound, the patient's sensor pod was "bumped" causing the pod to fall off and the sensor wire to break. There was no report any injury or medical intervention. No additional even or patient information is available.